Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3093-28 (lot: va03qvr); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported they had the implant removed because it wasn't doing them any good. The patient clarified therapy was not working for them. When asked for the event date, the patient stated they guess they had a neurogenic bladder that is what they were diagnosed with and stated they put the "lead" in and it seemed to do a little good at first but then did not seem to be helping or completely emptying patient's bladder. The patient reported they were getting urine sitting in their bladder that was causing infections and they were getting one infection after another. The patient reported when they went to remove the implant they could not get one of the leads out because it had formed scar tissue around it. The patient stated they worked for about 4 hours trying to get it out but they could not get it out. The patient stated it had been probably 7-8 years at least since they removed implant. The patient stated they had another doctor assistant tr y to remove the lead but also could not remove it. The patient did not recall the date when they couldn't get the lead out but stated it was the date the removed the implant. The patient stated they thought the entire lead was left implanted but stated they were not sure. The patient stated now they may have developed liver cancer and their doctor wanted to do a liver MRI but they were told they cannot do that. The patient stated their doctor wanted the MRI and surgery done within 2 months. The agent reviewed MRI compatibility and lead fragment/MRI eligibility form information. Reviewed lead model number. The patient was redirected to their healthcare provider to further address the issue. Emailed patient's doctor MRI guidelines. Emailed device registration to update of implant removal. The patient called back and repeated event details. The patient stated they had an x-ray taken that confirmed the lead fragment was less than 6 cm. The patient requested their model and serial number for their system. The agent reviewed information.